Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported they were seeing the poor communication screen on their patient programmer and were unable to perform telemetry. They were unable to communicate with or without the antenna attached. The patient had no recent surgery or exposure to emi. They checked to ensure the antenna was secure and replaced the batteries but it did not resolve the issue. The patient was able to connect and charge using their implantable neurostimulator recharger (insr). Additional information received by the patient reported that they were sent a new patient programmer (pp) with antenna but they could not get it to communicate. They tried both with and without the antenna. The poor communication and reposition antenna screen was seen. When they would press the green button, they would get the screen with the I with the circle then the antenna with the arrows coming out of it with a battery with the ins with a lightning bolt. It was noted that the patient then saw a screen with the stimulator on and the speaker and the recharger were fully recharged. However, they did not see the battery recharging or any coupling boxes below. Stimulation was last felt a year ago but they had seen their implantable neurostimulator (ins) battery full a couple of weeks ago. Their back had not been hurting like it did so they had decreased use of the stimulator. They had been charging their device even though they were not using it and it was totally charged. Relevant medical history includes chronic low back pain and spinal pain. If additional information is received, the event will be updated. Additional information was received from the patient stating that they were sent a new programmer and recharger, but it did not resolve the issue. The issue had not been resolved, and the patient was still having trouble "connecting machines." The indications for use were spinal pain and chronic low back pain. A supplemental report will be submitted if additional information is received.